Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant check, the patient was experiencing pain. An increase in capture threshold was observed on the right ventricular lead. Device reprogramming was performed. The lead was explanted and replaced on (B)(6) 2015. The patient was noted to be in stable condition following the procedure.